Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision/replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision/replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was unable to turn the ipg on despite consecutive charging and had tenderness in midline. It was noted that there was a displacement of stimulator of nervous system. Fluoroscopy showed that the ipg was seen over the flank, and the leads were traced superiorly until locating the anchor sites and two eight contact leads were visualized in the posterior epidural space at the middle on the t8 level.

Event description:
A report was received that the patient will undergo a revision/replacement procedure for an unknown reason.